Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported for this lot. Based on the information provided a cause for the reported partial clip movement could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the patient¿s anatomy (prolapsed, curled anterior mitral leaflet). The clip delivery system (cds) was advanced to the mitral valve and the clip was successfully placed. However, as soon as the clip was deployed, the clip partially moved, but remained secure on both leaflets. To further reduce mr and to stabilize the first clip, a second clip was implanted in a1/p1, however mr remained at grade 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.